Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The reported event relates to the performance of an outflow graft. The outflow graft was explanted and returned to heartware; the device is related to the reported event. Review of the manufacturing documentation confirmed that the product met all requirements for release. The explanted outflow graft was sent to the original equipment manufacturer (OEM) for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The outflow graft passed visual examination and functional testing; post-explant engineering analysis did not reveal any conditions that could have caused or contributed to the reported event. The returned product is related to the reported event; however, the damaged section of the outflow graft that was reportedly sheared was not returned for evaluation as that piece of the product was discarded after surgery. The root cause of the reported shearing of the outflow graft could not be determined by testing carried out by the OEM on the returned sample. An internal investigation (CAPA) has been open to address the issue.

Event description:
The patient was returned to the operating room a few hours after the implantation where the source of bleeding was identified as a 5mm area located around the metal connection of the pump. The surgeon opted to cut the outflow graft and re-affix it to the outflow cannula of the pump. No further bleeding was noted after this procedure was performed. Despite these efforts the patient later expired ((B)(6) 2014) from anoxia that was associated to the low flows the patient had experienced. Investigation is ongoing.